Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pulse generator exhibited diagnostics anomaly; episodes of noise reversion were noted on the transmission and there were no signs of real noise. Noise reversion due to high frequency content of the intrinsic r-waves intermittently caused false noise detection and subsequent inappropriate noise reversion. Patient was doing fine and would continue to be monitored. No intervention was reported.